Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
A consumer reported the pump and catheter were explanted due to a (B)(6) infection. It was noted that the patient stated the doctor / hospital is the reason why the patient contracted infection. On (B)(6) 2015, a consumer later reported that 18 years ago (1997) the patient broke his neck at the c4 vertebrae and incomplete quadriplegia was noted. The pump allowed the patient to move around; stating with help the patient could walk approximately 80 feet. The patient was receiving intrathecal baclofen (itb) therapy. The indication for use regarding the pump was intractable spasticity and spinal pain. In (B)(6) 2015 the pump didn't have an issue and was replaced as it was at end of service (eos) and was, time for a pump replacement. The patient stated there had never been a pump problem and that it has been the operation and issues that followed the mrsa infection. When the pump was replaced the patient developed mrsa so they had to remove the pump and the patient went on oral baclofen for management of symptoms. The infection was noted as having been confirmed. The patient was working with a healthcare provider (hcp) and trying to adjust the oral baclofen. A new pump was noted as having been implanted on (B)(6) 2015. Following the pump replacement the patient stayed at a rehabilitation center until the patient was weaned off oral baclofen and was sustained on the pump only. An alternate hcp was noted as not managing the patient currently because they did not implant the most recent pump implanted on (B)(6) 2015. An insurance company had mailed all of the information to the hcp and had not heard back on if the hcp would reconsider managing the patient. The patient was inquiring on who might also be available to manage his pump. The patient also needed a pump increase stating ¿the pump has been great.¿ the patient was anticipating he needed a dose increase and wanted to be ready for anything upcoming with his pump management needs. Options for finding an alternate healthcare provide to manage the pump was being considered. On (B)(6) 2015, it was reported that the patient was receiving baclofen via their old pump at a dose rate believed to be 90 mcg/day; the manufacturer/type of baclofen, drug concentration, and drug lot number were unknown. As of (B)(6) 2015, the recently implanted pump was administering baclofen with concentration 500 mg/day at a dose rate of 75.02 mcg/day; drug lot number was unknown. Additional information was received from a consumer. Per the session data report, as of (B)(6) 2015, the pump was used to deliver baclofen 500mcg/ml in flex mode at a dose of 107.18mcg/day. On (B)(6) 2015, the dose was decreased by 5% to 101.56mcg/day. Per the session data report, as of (B)(6) 2015, the pump was programmed to deliver baclofen 500mcg/ml in simple continuous mode at a dose of 69.91mcg/day. On (B)(6) 2015, the pump dose was increased by 7% to 75.02mcg/day.